Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the fill tubing process began, without customer interaction, while the customer was connected at the infusion set site. The customer disconnected from the site and stopped the fill tubing process. The customer's blood glucose level was 98 (mg/dl). Review of pump data by tandem technical support was performed, however, the cause of the reported issue could not be determined. Reportedly the customer has a backup pump as alternate insulin therapy.